Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, when the customer attempted to put the pump into storage mode to return, the pump was noted to be beeping. It was noted that when the beeping stopped, the led light around the wake button was flashing red. Also, it was reported that when the pump was plugged into a power source, the screen did not turn on. However, when the pump was plugged into another power source, the screen turned on. Reportedly, the customer was able to successfully put the pump into storage mode. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.